Event description:
It was reported that the patient experienced an increase in seizures. They were referred for explant and the device was later confirmed to have been explanted prophylactically. The explanted device has not been received to date. No other relevant information has been received to date.